Event description:
A customer contacted beckman coulter inc. (Bci) to report that calc results, generated by the unicel dxc 600i synchron access clinical system, were reported out of the lab and questioned by physicians who felt results were too low. Subsequent run on an alternate instrument generated higher results and reports were amended. No reports of death or injury were reported in connection with this event. Treatment was not initiated or withheld based upon the results reported.

Manufacturer narrative:
Sample collection and storage information were not provided. Qc prior to the event was within lab-established ranges. Bci field service engineer (fse) performed preventive maintenance, and eic modification on the instrument. Fse completed health check in accordance to modification specifications and ran calibration for electrolytes. Customer reran low calcium samples and results were found to be in correlation with typical results. A clear root cause is unknown at this time.